Manufacturer narrative:
(B)(4). The customer returned multiple components from an opened cs-25703-e kit. The arrow raulerson syringe (ars) and introducer needle were examined as part of this complaint. No issues or defects were identified with ars or introducer needle. The returned introducer needle fits on the returned ars and requires moderate force to be removed. No issues were identified. A device history record review was performed and no relevant findings were identified. The customer reported issue of the syringe and needle connection not being secure was not confirmed during the complaint investigation. Visual and functional inspections were performed on the returned ars, introducer needle, and catheter over needle assembly and no issues were identified. A device history record review was performed and no issues were identified. No problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this issue.

Event description:
Complaint description: md was performing the procedure according to IFU. Md putted the introducer needle in raulerson syringe, and it was loose. The md used a new kit and finished the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Medical doctor was performing the procedure according to IFU. Medical doctor putted the introducer needle in raulerson syringe, and it was loose. The medical doctor used a new kit and finished the procedure.